Manufacturer narrative:
(B)(4). This event was reported to the FDA previously via mw5073592. Medical products: e1 vanguard tibial bearing cr cat#: ep-183540, lot#: 750180 , vanguard cr femoral cat#: 183048, lot#: 973000 , biomet modular tibial locking bar cat#: 141205, lot#: 984430 , biomet series thin patella cat #: 184786, lot#: 540530 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports:0001825034 - 2018 - 01452, 0001825034 - 2018 - 01453, 0001825034 - 2018 - 01454, 0001825034 - 2018 - 01455, 0001825034 - 2018 - 01456. Remains implanted.

Event description:
It was reported that the patient is experiencing pain and swelling after initial knee procedure.

Event description:
It was reported that the patient sought medical intervention for ongoing pain and swelling for 3 years postop without relief. No additional information is available.

Manufacturer narrative:
Reported event was confirmed by review of medical records, however, no devices were received, therefore the condition of the components is unknown. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: biomet cc I-beam tray cat#: 141223, lot#: j3203376 vanguard cr femoral cat#: 183048, lot#: 973000 biomet modular tibial locking bar cat#: 141205, lot#: 984430 biomet series thin patella cat #: 184786, lot#: 540530 cobalt bone cement cat# 402283, lot# 611100.

Event description:
It was reported the patient experienced pain and swelling post right total knee arthroplasty. Follow up visits with surgeons have not identified an issue with the implants and the patient has unsuccessfully attempted pain management.